Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a smartablate¿ system irrigation pump and air bubbles were observed several times during the procedure. The investigational analysis completed 4/16/2019. The unit was sent to technical service where they inspected and analyzed the unit. Technical service confirmed the unit was working specification. They could not reproduce the failure. Complaint was not confirmed. On 4/16/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were identified. Manufacture ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a smartablate¿ system irrigation pump and air bubbles were observed several times during the procedure. Originally, it was reported that the irrigation pump did not generate any error codes. The bubble sensor failing to detect air bubbles was assessed as a reportable malfunction. However, additional clarification was received on 1/17/2019, indicating that the irrigation pump frequently generated error codes for the observed bubbles during the procedure. Since the pump generated error codes, the bubble sensor did not fail and this event is no longer considered MDR reportable. However, since it has already been reported to FDA, any additional updates received will continue to be reported. Manufacture reference no: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a smartablate¿ system irrigation pump and air bubbles were observed several times during the procedure.the issue occurred when the physician tried to ablate. Replacement of tubing resolved the issue. The irrigation pump did not generate any error codes. No delay was reported and there was no patient consequence. The issue of the bubble sensor failing to detect air bubbles has been assessed as MDR reportable.